Event description:
Healthcare professional reported left side "serous fluid +/- 30 cc" and double capsule. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and crease folds . A visual and microscopic analysis was performed which identified striated opening on the anterior side. Based on the device analysis the final assessment is: a striated opening on the anterior side due to surgical damage consistent with the use of some surgical tool. Reason for reoperation is late onset seroma. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "serous fluid +/- 30 cc" and double capsule. The device has been explanted.